Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single pt sample. A pt sample was tested for accu tni and a result of 0.53ng/ml was obtained. The result was reported out of the lab. On the same day, a fresh sample was collected from the pt and tested for accu tni, and the result was 0.08ng/ml. A corrected report has been submitted. On the next day, customer re-tested both samples on a different instrument in customer's lab and results were 0.07ng/ml and 0.08ng/ml respectively. No death, injury, or change to pt treatment occurred as a result of this event.

Manufacturer narrative:
Qc was within specs before and after the event. No errors were posted in the event log. The specimens were collected in greiner, lithium heparin with gel separator tubes and were centrifuged at 3,800 rpm for 4 minutes at ambient temperature. A product insert recommendations for processing samples was discussed with customer, and the pre-analytical sample handling packet along with the greiner tube product insert was sent to customer. A field service engineer (fse) was dispatched to the customer's lab: the fse adjusted the ultrasonics on reagent pipettors 1 and 4 and stated that this small adjustment would have not contributed to this event. The fse performed hardware verification per established procedures and all results passed within specs. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.